Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer was hospitalized due to low blood glucose, seizures and convulsion on (B)(6) 2020 with blood glucose value of 2.1 mmol/l. Customer¿s current blood glucose was 5.7 mmol/l. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose¿event. The customer treated low blood glucose with honey, chocolates and biscuits. The customer treated with long acting insulin, needle and syringe in hospital. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was over delivery.¿the device will not be returned for analysis.